Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted into the right femoral artery in a 68 year old male with known coronary artery disease (cad) and diabetes (dm) for acute myocardial infarction/cardiogenic shock. The purge solution was 5% dextrose in water. Patient reported to be in scai shock stage d. Patient was on a ventilator for respiratory support and on multiple inotropes/vasopressors prior to impella device placment. While in the cath lab, oozing noted at right femoral access site. Act was greater than 400 with platelets at 50. Hemostasis was acheived with angle matching, forward tension sutures on blue butterfly, and ultimately a fem stop was placed over site. After five days on support, the family withdrew care, and the patient expired. The impella functioned at p-7 at 3.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation requirements. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient noted to have an eleveated alanine aminotransferase (alt) liver function reading at 1399, which could contribute to blood clotting ability. This can be further complicated with patient's condition of acute myocardial infarction and stage d shock. Cardiogenic shock.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.